Manufacturer narrative:
The device was returned, and the evaluation found that the front panel internal screws detached and remained inside the device due to dislodged/broken/loose /damaged. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited abnormal noise due to front panel internal screws are detached. The issue occurred during an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the noise occurs when the unit is tilted because the screws inside the front panel are detached. Olympus will continue to monitor field performance for this device.